Event description:
It was reported that a dialyzer blood leak occurred. Upon follow-up with the biomedical technician, it was reported that the leak occurred at an unknown point into the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm as the leak was external. The leak was visually observed from a small crack near the header cap. Blood test strips were not used. The patient's estimated blood loss (ebl) is 4 ml. The biomed confirmed that there was no patient injury, adverse event, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient and treatment information were unknown. The dialyzer was reported to be available for return to the manufacturing plant for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample it was noted that the header cap on the non-cavity ID end was cracked and missing pieces. The damage extended from approximately 270° to 90°, with ports situated at 0°. The sample was subjected to an external leak test where a leak was observed coming from the non-cavity ID end's header cap (same location the damage was discovered) at approximately 4.0 psi. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred. Upon follow-up with the biomedical technician, it was reported that the leak occurred at an unknown point into the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm as the leak was external. The leak was visually observed from a small crack near the header cap. Blood test strips were not used. The patient's estimated blood loss (ebl) is 4 ml. The biomed confirmed that there was no patient injury, adverse event, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient and treatment information were unknown. The dialyzer was reported to be available for return to the manufacturing plant for evaluation.